Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device laser was found to be defective when opened, the fiber was broken. This issue occurred during preparation for use. There were no reports of patient involvement.